Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer drank water and changed the infusion set site to address bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.